Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = sample ID (B)(6) and sample ID (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased architect total psa and architect ca 125 results for patients. The following data was provided: sample ID (B)(6), initial total psa result, on (B)(6) 2025, was 1.077, repeat result was 7.590 ng/ml sample ID (B)(6), initial ca 125 result, on (B)(6) 2025, was 11.2, repeat result was 39.4 u/ml. There was no impact to patient management reported.

Manufacturer narrative:
Field b3 - date of event updated from 2025-04-09 to 2025-04-08. Additional information was provided in field b5 - incident description. An abbott field service representative (fsr) was dispatched due to the customer reporting falsely decreased architect total psa and architect ca 125 results on the architect i2000sr, serial number (B)(6). During an extensive investigation, the fsr discovered the wash zone tube at the thermistor was broken. The fsr replaced the arc tbg/sn tp wz, list number 08c94-90, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of tracking and trending for the product and the likely cause lot did not identify an increase in complaint activity. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed falsely decreased architect total psa and architect ca 125 results for patients. The following data was provided: sample ID (B)(6) initial total psa result, on (B)(6) 2025, was 1.077, repeat result was 7.590 ng/ml sample ID (B)(6) initial ca 125 result, on (B)(6) 2025, was 11.2, repeat result was 39.4 u/ml. It was also noted that the customer experienced instrument error messages before these results were generated. There was no impact to patient management reported.